Manufacturer narrative:
After further review MFR#2916837-2020-00234 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using the bd facsaria¿ sheath under pressure sprayed outside of instrument. The following information was provided by the initial reporter: customer reports a continuous drip from the flow cell. Unable to maintain a stable stream or perform accudrop. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Sheath. 5. What is the source of leak -- waste line or non-waste line? See #3. 6. Was the customer exposed to blood or bodily fluids? See #3. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd facsaria¿ sheath under pressure sprayed outside of instrument. The following information was provided by the initial reporter: customer reports a continuous drip from the flow cell. Unable to maintain a stable stream or perform accudrop. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line?. Was the customer exposed to blood or bodily fluids?. Was there any physical harm to the customer as a result of the leak? No.